Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: competitor implantable tachy lead 2009-(B)(6). (B)(4).

Event description:
It was reported that there was high lead impedance, pacing failure at maximum output, and a suspected lead fracture in the left ventricular lead. The lead was inactivated via programming. No patient complications have been reported as a result of this event.